Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a half and a month ago, the patient had a semi-permanent dialysis catheter implanted in the right side of the jugular for maintenance dialysis treatment. After one month of use, the venous catheter connector cracked and oozed blood. There was a leak at the intravenous joint. There was nothing unusual observe on the device prior to use. There were no other defects/damages found on the product. There were no other products being utilized with the device. Flushing was done with no abnormality. Removed the temporary tube joint and for substitution was the remedial action performed. There was a 20-30 ml of blood loss and blood transfusion was not required due to the event. There was no reported patient outcome.